Event description:
Incident as reported: lap band "half way through the case the seal began to leak. It looks like there is a cut in the rubber, couldn't tell if there was a piece missing or not. There is a possibility that a piece of the rubber fell into the pt, but not sure." Pt status: fine.

Manufacturer narrative:
The incident device has been returned and currently undergoing engineering eval. A follow-up report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.